Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure both leads dislodged. The leads were not used and different leads were used to complete the procedure. No patient complications have been reported as a result of this event.